Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level reaching over 500 mg/dl. The cause for the reported elevated bg level was unknown. Customer addressed elevated bg levels with manual injections. Recommendation was made to discuss diabetes management with customer's health care professional. At the time of the report, customer's bg level was 112 mg/dl.